Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was returned and evaluated. The reported event of loss of connection was confirmed via data. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Pairing test with nordic bluetooth device: pass. Performed. Transmitter final function tester: pass perform share log review: fail, found loss of connection. The complaint is confirmed because of the loss of connection. Defect was not found to be the transmitter. The reported event of a loss of connection was confirmed. The root cause could not be determined.